Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years 7 months post implant of this 21mm aortic bioprosthetic valve, the device was replaced v alve-in-valve with a 23mm transcatheter aortic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the bioprosthetic valve was replaced due to elevated gradients of 44 mmhg. If information is provided in the future, a supplemental report will be issued.